Manufacturer narrative:
Citation: barashi r, gabarin m, arow z, et al. A tavi programme without an on-site cardiac surgery department: a single-center retrospective study. J clin med. 2025;14(15):5449. Published 2025 aug 2. Doi:10.3390/jcm14155449 earliest date of publication used for date of event. Earliest approved evolut pro/pro+ product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a transcatheter aortic valve implantation (tavi) program without an on-site cardiac surgery unit. The study population consisted of 149 patients who underwent tavi with either a medtronic evolut pro/pro+ (n = 41) or a non-medtronic valve type (n = 108). Among all patients in the study, adverse outcomes comprised: valve embolization necessitating the implant of a second valve, pseudoaneurysm accompanied with bleeding (treated conservatively), hematoma (managed with blood transfusion), ga strointestinal bleeding (treated with blood transfusion), permanent pacemaker implant, renal failure, myocardial infarction, stroke, endocarditis, elevated mean gradient, hypoattenuated leaflet thickening (halt), acute coronary syndrome, heart failure, and hospita lization. Additionally, a total of six deaths occurred within one year of tavi. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.